Event description:
It was reported the powerseal curved jaw sealer and divider had a sealing failure. The issue was found during a therapeutic robotic myomectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.